Manufacturer narrative:
Exact date unknown, event occurred between (B)(6) 2022 and (B)(6) 2022.

Event description:
It was reported that the patient experienced a venous infarct approximately one to two weeks after the stage one deep brain stimulation (dbs) implant procedure. As a result, the stage ii procedure was rescheduled. It is unknown if the event is device related. No further information has been obtained despite good faith efforts.